Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 5th june 2026, it was reported by an arthrex employee via email that for an ar-6410, arthroscopy main pump tubing, the membrane was already collapsed at pump startup, preventing pressure detection. This was detected during an unknown procedure on (B)(6) 2026. The procedure was completed successfully by using a product with the same part number. No significant surgery delay reported. Nothing remains in the patient. No additional anesthesia administered to the patient.